Manufacturer narrative:
Date sent to the FDA: 06/08/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. A manufacturing record evaluation was performed for the finished device batch qmmczl, sxpp1a407 and no non-conformances were identified. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that seven unopened sample of product code sxpp1a407 were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: could you please confirm how many procedures were affected and how many devices involved during each one? Dr (B)(6) said this happen to him 2 times and 2 sutures broke each. I told him I would do a product complaint and I asked him to save the packaging and broken suture if it happen again. His partner dr (B)(6) over heard me. She left and did a procedure and experienced 1 suture break and had to redo the defect closure, she requested a different lot# and had not issues. I was called into the room and provided the packaging, but not broken suture was safely available. I then talked to dr (B)(6) staff who showed me where they had pulled his product from and it happen to match the same lot dr (B)(6) had break. I removed the remaining packages of the lot and shipped it back to ethicon. It has now been 2+ weeks and no issues in the dozen or so ventral hernias they have done. Did the sutures snapped during use on the patient or upon handling/dispensing before use on the patient? Broke during procedure as surgeon tighten down on the hernia defect. (B)(4).

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported by the rep during a ventral hernia procedure as the surgeon pulled down on the suture it snapped in the middle. The procedure was completed with another like device from a different lot. No adverse patient consequences were reported. Additional information was requested.